Manufacturer narrative:
Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test. Unit passed the displacement accuracy test (dat) with 0.0872 inches. P-cap was attached and locked into place properly. Unit successfully downloaded to thus and carelink. Confirmed 0 units of normal bolus was delivered on (B)(6) 2024. No alerts/anomalies/alarms noted during testing or on event date in history files and traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and moisture damage was found at the pcba 1, pcba 2, force sensor and motor home switch. Unable to do the motor test due to moisture damage to the flex connector. Unable to do the force sensor zero offset test due to moisture damage to the flex connector. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails and pillowing keypad overlay. Unable to confirm exposed to MRI. Pump passed functional testing and no over delivery anomalies noted during testing. Possible over delivery anomaly was not confirmed. Unable to confirm low bg's and convulsion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly, exposed to magnetic field or MRI (magnetic resonance imaging). The customer reported blood glucose value of 20 mg/dl. The customer reported seizures, hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-332a, mmt-399a, mmt-1780kpk. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. Customer believes the pump is over delivering. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-399a. The customer will discontinue the use of the pump. Mmt-1780kpk was requested and customer response was the device will be returned.